Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4). (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault. The lens was exchanged for a shorter lens.